Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead was admitted in a hospital for unknown reasons. When the device was checked, a check shock lead message was displayed. A review of the daily measurements showed intermittent spikes in the shock impedance measurement to greater than 200 ohms. Boston scientific technical services (ts) discussed the possible causes and provided troubleshooting options. The out of range measurements were unable to be recreated during the check and the measurements taken were all stable. The patient will continue to be monitored. The system remains in service. No adverse patient effects were reported.